Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the male external catheter caused skin irritation and breakage. Representative confirmed that the customer was using the correct size and was not allergic to the material of the mec. Also, customer confirmed not leaving it on for more than 24 hours. Representative advised to check with doctor for treating the area, also to talk to allergy specialist and make sure that customer was indeed not allergic to the material. Representative provided 2 options of other styles that might be less irritative for the customer which was ultraflex part# 33305 and natural part# 38305 and to order a free sample from liberator to try on and see which worked better for the customer. No medical intervention was required. Per customer via phone on 10jul2025, it was reported that the patient believes that there was something on the catheter that irritated him. After a week of wearing, he noticed a skin breakdown and became raw. Went to dr because he experienced uti and developed a skin infection as well. Stated that he received medication for uti and a skin barrier. Stated that he received a letter from comfort medical that he would be receiving different catheters. He did not have a lot or sample available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the male external catheter caused skin irritation and breakage. Representative confirmed that the customer was using the correct size and was not allergic to the material of the mec. Also, customer confirmed not leaving it on for more than 24 hours. Representative advised to check with doctor for treating the area, also to talk to allergy specialist and make sure that customer was indeed not allergic to the material. Representative provided 2 options of other styles that might be less irritative for the customer which was ultraflex part# 33305 and natural part# 38305 and to order a free sample from liberator to try on and see which worked better for the customer. No medical intervention was required. Per customer via phone on 10jul2025, it was reported that the patient believes that there was something on the catheter that irritated him. After a week of wearing, he noticed a skin breakdown and became raw. Went to dr because he experienced uti and developed a skin infection as well. Stated that he received medication for uti and a skin barrier. Stated that he received a letter from comfort medical that he would be receiving different catheters. He did not have a lot or sample available.